Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the surgeon indicated that the cover below the tip of the permanent cautery spatula instrument cracked and fell into the patient. The initial reporter of this complaint indicated that the fragment was not retrieved. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. The ceramic sleeve of the distal end of the instrument was found to be broken. The broken fragment(s) that resulted from this damage were not returned with the instrument. Failure analysis investigation concluded that the instrument damage might have been due to likely mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has attempted to contact the initial reporter to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a fragment from the permanent cautery spatula instrument broke off, fell into the patient, and was not retrieved.